Event description:
It was reported that the catheter migrated and pt became more spastic. The catheter dislodged from intrathecal space. The pt did not experience adverse drug effects. The pt's severity was noted as mild and lab work confirmed no urinary tract infection on (B)(6)2010. The physician performed a contrast study on (B)(6)2010 and was not able to aspirate fluid from the catheter access port. The catheter was replaced and the pt resolved without sequelae. The pump contained lioresal; the dosage and concentration were unk.

Manufacturer narrative:
(B)(4)